Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes were received indicating that the vns patient¿s device was ¿inactive as battery is non-functional¿. The patient had been experiencing an increase in seizure frequency and worsening in seizure severity. It was noted that the patient did not receive much benefit from vns and it is unclear if the patient¿s device was at end of service. The patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. A battery life calculation using the available programming history showed approximately 0.5 years until eri = yes. Attempts for additional relevant information have been unsuccessful to date.